Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. Device was discarded.

Event description:
Patient reported that once after she had changed the infusion headset, the very first bolus she gave leaked insulin at the site. Patient stated she saw it immediately and changed the headset; did not lead to elevated blood glucose level. Patient reported when she removed the cannula, it was twisted; patient used the insertion assist device to insert the cannula. Patient has discarded the alleged infusion set. No further information is available. No physiological effects were reported. The patient did not report needing assistance from a healthcare professional or second party to address the issue. No product return was requested.